Event description:
It was reported that the customer has passed away. The cause of death was fluid or cardiac arrest. It is unknown if the customer was hospitalized or not. The customer's blood glucose at the time of death was unknown. It is unknown if the customer was wearing the insulin pump at the time of death. The customer was using sensors but it is unknown if a sensor was worn at the time of death. The insulin pump information used in this medwatch report is the information of the last known device issued to the decedent. An attempt was made to contact the family of the decedent. The sister stated that she believed that the insulin pump malfunctioned and the family wants to use an outside source. The sister also suggested that we should call back on (B)(6) 2015. No further information is available at this time.

Event description:
Customer's father reported that the customer's mother was at the doctor's office to figure out if something was wrong with insulin pump. He reported that the basal was increased and that the customer bolused for 500 carbs right before bed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.